Event description:
Reportable based on product analysis completed (B)(6) 2012. It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, difficulty advancing occurred. The 90% stenosed lesion was located in the moderately tortuous shunt. Vascular access intervention therapy (vaivt) was performed. A non-bsc guide wire crossed the lesion and the 4.00mmx1.5cm/140cm small peripheral cutting balloon was advanced along the guide wire. When inserting the cutting balloon into the sheath, the cutting balloon device became stuck with the guide wire and it was unable to advance. The cutting balloon device was removed with the guidewire. The procedure was completed with another same device. No patient complications were reported and the patient's status is good. However, returned product analysis revealed the shaft was broken.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: examination of the returned device revealed the device was returned in two sections as a result of a break in the midshaft 29.2 cm from the catheter tip. The midshaft was elongated and damaged. The distal section of the catheter was advanced over a 0.014 inch guidewire with no restriction. The device was subsequently passed through a 6fr boston scientific super sheath with no restriction. A microscopic examination observed no damage to the balloon or blades. All blades were present and fully bonded to the balloon. The tip of the device was microscopically examined and no issues were noted with its profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as performance was limited due to anatomical procedural factors. (B)(4).